Event description:
Customer reported receiving readings of 338 mg/dl and 162 mg/dl within a 10 minutes timeframe. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "b" zone showing the difference in values to not be clinically significant. The customer reported that she administered insulin based on the glucose result of 338 mg/dl. At this point the customer began to experience symptoms of hypoglycemia. Paramedics were called, and upon arrival they received a glucose result in or around the range of 40 mg/dl on an unk brand of glucose monitor. Customer was sent to the emergency room at a local hosp and was treated to stabilize glucose levels; exact treatment administered is unk.